Event description:
Approximately four weeks post- 1st metatarsalphalengeal joint repair with orthadapt augmentation, the pt experienced swelling at the plantar side of the joint as well as synovial fluid drainage from the dorsal joint. The graft was explanted approximately six weeks post implant.

Manufacturer narrative:
Device was used off-label: the orthadapt bioimplant is not indicated for use in metatarsalphalangeal joint repair. Physician indicates that the pt has severe atrophy at the joint and the reported issues are not related to the orthadapt bioimplant. The mfg lot and expiration date of the device were not provided. The MFR of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.